Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. No image was displayed due to bad cable unit connector. The most probable cause of the complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head will not show the picture when the button is pushed. The issue was found during preparation for use of an unknown diagnostic procedure. The procedure was completed using another device. There were no reports of patient harm.

Event description:
It was reported the camera head will not show the picture when the button is pushed. The issue was found during preparation for use of an unknown diagnostic procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.